Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) 2 plates were discovered to be contaminated. The following information was provided by the initial reporter: it was reported by the customer that there is contamination and hemolyzed agar.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) 2 plates were discovered to be contaminated. The following information was provided by the initial reporter: it was reported by the customer that there is contamination and hemolyzed agar.

Event description:
It was reported that prior to use with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) 2 plates were discovered to be contaminated. The following information was provided by the initial reporter: it was reported by the customer that there is contamination and hemolyzed agar.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1271705 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 1271705 for contamination. Retention samples from batch 1271705 were not available for inspection. Thirty-one plates from batch 1271705 were returned as three unopened sleeves (30 plates) and one loose, parafilmed plate in a bag shipped in a box with foam padding (time stamps 2013, 2014 and 2154). The loose plate (time stamp 2154) had surface and subsurface bacteria growth. The affected plate was submitted to the ID lab where lactobacillus suebicus and bacillus pumilus were identified. On the other returned plates, contamination was observed on 0/30 plates but hemolysis was seen in 10/30 plates. Three photos also were received for investigation. One photo shows the agar surface of a plate with a large bacterial colony growing. Another photo shows the agar surface of a plate with an area of hemolysis at the edge. The last photo shows the bottom of a plate from batch 1271705 (time stamp 2154) with the plate print featured for batch verification. This complaint can be confirmed for hemolysis and contamination. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Risk management file review assessed the potential risk for the defect as severity s1 baltrmppmgenpuraph per, rev 02, ID 6.13 for contamination and ID 6.6 for hemolysis.